Event description:
Pulled the sheath back and over the aorta bifurcation to put a wire in and exchange for a shorter sheath and the hub came clear off the end of it. Patient outcome was requested but not provided.

Manufacturer narrative:
Separates is not specifically addressed in the provided IFU. Additional information: product has not yet been received to assist in the investigation. Per quality control specification, there is 100% inspection, confirming the flare on proximal end of sheath is caught securely in proximal fittings and that the sheath does not rotate in cap fitting. It is verified that the coils in the sheath continue into cap. The flares are also inspected. In addition, an IFU is provided that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. It is difficult to determine with any certainty why the physician experienced this failure mode for this product. Interim corrective action was implemented on 09/15/2010 (B)(4). The complaint device was manufactured prior to noted change. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events.